Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation abraded at 12.5 and 17.8 cm from the connector pin. The abrasion could be due to friction with the pulse generator can. The damage on the proximal insulation could create a short between the proximal coil and pulse generator can, which may have caused the reported noise problem.

Event description:
It was reported that the lead exhibited noise on the electrogram. The lead was explanted and replaced. An insulation break was noted at explant.